Event description:
Additional information was received reporting the rationale for relating ae to system or procedure was updated to state this could be a lacunar infarction caused by angiography. Final post-procedure mtici score 2c ; post-procedure 24h nihss 9 and outcome of the event is not recovered/resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2024 re-examination of the head MRI revealed a recent intracavitary infarction in the left half oval center. The patient is conscious and the weakness in their left limb is worse than ever. The patient's baseline modified rankin scale (mrs) score is 0, (B)(6) health stroke scale (nihss) is 8. The outcome status is not recovered/resolved. This is not a recurrent or new stroke. This adverse event (ae) is not related to the disease under study or underlying condition. Site assessed that this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event is not related to the study devices and possibly related to the study procedure. Pre-procedure modified thrombolysis in cerebral infarction (mtici) score 2b, final post-procedure mtici 2c.